Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0wu4t, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they felt something in their back the day prior to the report. They checked and noticed a big bulge on their skin. They stated it did not hurt. The patient said it could have been the wire, so they pushed on it and it went in. During the report, the patient stated it happened again. The patient stated it was under the skin and not protruding the skin. The patient was able to use their patient programmer to confirm the device was on and at program 3 at 5.3v. Follow up information on (B)(6) 2016, from the patient noted they did not have any falls or trauma related to the event. Their healthcare provider, or "assistant", said the wires could have turned or shifted, the patient pushed on the bulge and it seemed like wires went back down. During follow up, the patient said the wires were still back down and were not sticking out. They said it had happened twice. They also said they do not know if the wires are working or not. Since the patient pushed the wires back in, they said when they cross their legs, they get an achy feeling where the wires are. They stated, the wires must have shifted and they were not sure when it happened, "maybe weeks ago". A follow up appointment with the patient's healthcare provider was scheduled for (B)(6). The patient is taking several over the counter medications including gas-x and stated that it's like a puzzle and very hard to tell the difference. Indications were discussed with the patient. Next month, following the report, the patient has a stomach examination test scheduled. They stated it was an egd test and confirmed this was not related to the device or therapy. It was reviewed to have the hcp contact the manufacturer for guidelines. On (B)(6) 2016 the patient reported the same issues previously mentioned and said they were nervous about their upcoming hcp appointment. They wanted to check their implantable neurostimulator (ins) again, but seemed to be confused about where their ins was. They kept getting a poor communication screen. During the report, they were able to sync the programmer successfully with the device. The patient also noted that they have 5 tumors in their brain and confirmed they are not related to the device or therapy. The ins was indicated for gastrointestinal/pelvic floor.

Event description:
The patient stated the same issues as mentioned before as well as some new additional details about the event. The patient reported that the bulge occurred at her hip where the wires were located. She noted that she pushed them back in but now has an ache in her hip. The patient was advised to follow up with her healthcare professional.

Event description:
Additional information received as patient reported that wires bulged out around two months back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.